Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude but the cause was unknown. There was no undersensing noted and the device was reprogrammed to low sensitivity. Defibrillation threshold (dft) test was successfully performed. Additional information indicated that the placement of the lead was the source of low amplitude. A new lead was placed more apically to get a better signal and to capture threshold. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead returned was severed 110 millimeters (mm) from the terminal pin, two segments were returned, a terminal end segment and a mid-body segment. The tip segment including the distal coil was not received. Set screw marks were noted on all terminals. There were cuts noted in the lead insulation and stretched conductor coils noted. The suture tied around the lead body insulation of the mid-body segment for removal purposes. The clear medical adhesive was torn/separated from the ethylene tetrafluoroethylene at the proximal end of the proximal spring electrode and the proximal spring is stretched at this point. Blood/body fluid noted in the lumens. Laboratory analysis was unable to confirm the allegation as the lead segments passed continuity testing.